Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the event log confirmed no ECG signal was displayed while pads were attached due to the device remaining in lead ii view throughout the event. The device passed functional testing with no issues identified. Testing confirmed proper device operation, and the reported no ECG/no feedback condition was attributed to incorrect lead view selection. The IFU provides direction for apprioriate lead view selection. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.